Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the his bundle lead exhibited high thresholds in multiple locations. The his lead was removed and replaced with a transvenous lead. The tip of the transvenous electrode dislocated after the guidewire was removed. The lead was unable to be repositioned, because the helix could not be retracted. The transvenous lead was also removed and replaced. No patient complications have been reported as a result of this event.